Event description:
The customer reported that no alerts were being received to their voalte wireless phones. There was no patient injury or allegation of impact on patient care associated with this complaint. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients¿ statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as "the wave clinical platform is intended to supplement and not replace any part of the hospital's device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms". Voalte nurse call system provides visual and/or audible event alert notification via designated communication devices (mobile phones). The pathway for this customers alerts notification is as follows: phillips patient monitor system (primary source) sends out patient alarms to vaam (hillrom system middleware) to forward to voalte user phones (destination/secondary). When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes ¿the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Additional details provided regarding the event report that at the time of the event hillrom implementation engineers were "working to fix an issue with calico (server), running different scripts in sql to repair a purge process that took up a considerable amount of storage on their sql storage." It is noted that the failure occurred due to the hillrom product, however the customer was aware hillrom was working to resolve. Follow up with the customer confirmed there was no injury and that patient care was not interrupted. During the follow up call, the customer stated that during "downtime the facility has a downtime protocol that the clinicians follow" additionally, the customer stated the facility "considers the voalte phones as a secondary notification system, the patient monitoring device to be the primary." The customer confirmed there was no interruption of the primary device (patient monitoring device). The reported issue was resolved with the assistance of hillrom technical assistance. The resolution was noted as "spin services on both the bedmaster (hl7) and vaam (crimson & calico) servers. There was no injury or patient impact with the reported event. Additionally, there was no interruption in the function/operation of the phillips primary monitoring device, and the customer was aware of the work being performed. An interruption did occur in receiving alerts from the philips patient monitor on the caregiver's voalte mobile phone. An interruption, due to a malfunction of vaam, in the receipt of an emergent alert, such as a cardiac arrhythmia, could result in serious injury or death if the event were to recur an the caregiver was solely relying on receiving the secondary alert via mobile phone notification and not the alert that is generated from the primary monitoring device connected to the patient. Therefore, hillrom is cautiously reporting this event.